Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned and no further information will be provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim valve had programming difficulty after implantation. When the setting was attempted to change to 80 from 100, it will be 120. And it was attempted to change to 30, it will be 200. There is no possibility of being reversed. The sales force scheduled visit the site on (B)(6) to resolve the issue with using a neodymium. No further information was provided by hospital. The product will not be returned to your site